Event description:
It was reported that during a routine device change out procedure, this right atrial (ra) lead exhibited noise when it was connected to the new pulse generator. The p-wave and impedance remained stable, and the physician opted to observe threshold test directly which was noted to be low. The physician requested that the ra sensitivity be increased to half the p-wave value. Sensing and pacing was observed with confirmation via surface electrocardiogram. Due to the age of the lead, it was advised to consider replacement as the lead may further deteriorate. The physician elected to continue with routine device checks. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).